Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the gastrointestinal videoscope had a blurry image during inspection for use. There was no patient injury.